Event description:
It was reported that this was a venous closure of the left common femoral vein using a prostyle device after an ablation procedure with a 10f sheath. No imaging was performed of the access site prior to device use. Reportedly, after the suture deployment, the suture was cut. The footplate was not closing. External ultrasound was used to observe the lever/foot movement. Manipulation of the lever did not fully close the footplate. After surgical advice, the device was removed against resistance. The suture was noted to be tangled in the area of the guide once removed from the vessel. Manual compression was held, and a figure-of-8 (fo8) stitch achieved hemostasis. There was no vessel damage. Post-closure, it was noted the posterior foot was missing from the device. Ultrasound imaging of the left common femoral vein saw no unusual findings. The patient was monitored for four hours and discharged to home. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance and failure to follow steps / instructions.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The foot separation was confirmed. The malposition of device is confirmed by the formed knot. The difficult to open and close and difficult to remove are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the smc device was used without a femoral angiogram. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: prior to deployment of the perclose prostyle smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the violation of the IFU contributed to the reported difficulties. Additionally, it was reported the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely suture and vessel, or tissue was caught under the foot during closure. The formed knot and loop (malposition) indicate a successful deployment. When the device was removed, the vessel likely tore from suture being connected to the foot and through the vessel wall. It is possible additional damage may have occurred if the foot captured tissue as well. The posterior foot likely broke during forced removal. The returned device was successfully opened and closed indicating no device issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.